Manufacturer narrative:
(B)(4): upon follow up it was reported that the patient recovered from the peritonitis and was discharged from the hospital, twenty-five days after the onset. Should additional relevant information become available, a follow-up report will be submitted

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient?s treatment was not reported. The patient was recovering from the peritonitis at the time of the report. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.